Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5010456. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd insyte autog bc needle did not completely retract. The following information was provided by the initial reporter: an 18 g bd insyte IV ongoing concerns. Two (2) needlesticks have occurred, one in (B)(6) 2024 and one in (B)(6) 2025. There have been several near misses. A lot 5010456 was returned in march with these concerns reported to bd. Picture of lot returned included below. (B)(6) another near miss was reported with lot 5017998. Speaking with staff on (B)(6) and (B)(6). They have had ongoing difficulty engaging safety mechanism, needle slow to retract, getting stuck halfway in catheter, or not retracting at all. Ref report: mw5170601. (B)(6) 2025. I have provided all relevant information various times. The only new information is lot numbers with the same problems as already reported. Prior injuries were reported and there have been no new injuries. It¿s the ongoing failed safety mechanism in the following ways - hard to press button, needle slow to retract, needle gets caught halfway, or needle does not retract at all. I already provided dates of occurrence and lot numbers involved.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.